Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise due to a lead fracture. This patient was being monitored by the physician and there was no plan to replace the lead at this time. Also, the device was turned off. Additional information was received indicating that the field representative was unaware of the event. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.